Event description:
It was reported that the obturator became bent when the device was dryfired during pretest. Upon sample eval of one of the items returned, a small piece was found to be missing from the cannula tip. The reported event occurred prior to pt use.